Event description:
I had my first operation in 2005, but within a few mos my bladder had fallen and I had another operation in approx six months later and another mesh was used. After this operation, I never healed and there was constant pain and drainage that never got better. My daughter located an excellent doctor at the medical center for a second opinion. He operated in 2006 to try to fix the problem, but because of severe infection that had created canals and scar tissue, he had to completely remove the mesh. In 2007 I had the fourth operation to install another mesh, which was done surgically because of my prior problems. I am still under his care because of some pain and for incontinence. I am also aware of two other women who were operated on for this same problem in which they had a mesh used and ended up with numerous problems before going to another doctor. If I can answer any further questions, I would be glad to, and if needed supply you the names of my doctors.